Event description:
Customer reported the device vibrates and it is difficult to insert the cutting burr. This is report 1 of 1 for event # com-(B)(4).

Manufacturer narrative:
The device returned for service. The root cause is undetermined. No additional information at this time.